Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the colon during a laparoscopic colectomy, when firing the device, the surgeon was able to press the green button, and the handle could be squeezed, but the reload did not come out the staples, and there were a few abnormal sounds. A handle was replaced to complete the case. There was no patient injury.